Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s lead migrated. It was reported that the patient had a fall which may have led or contributed to the issue. It was reported that upon interrogation the rep noted that the patient had used their therapy about seven percent of the time since their last interrogation. It was reported that they attempted to reprogram them to capture the right side, but everything was on the left. Fluoro images were taken and sent. The issue was not resolved at the time of the report. No surgical intervention occurred but it was unknown if any surgical intervention would be planned and the rep stated that they would follow-up for more information. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# va(B)(4) implanted: (B)(4) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that no further action was taken and a surgical intervention was not planned or performed. No further complications were reported/anticipated.